Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded at hospital.

Event description:
It was reported the patient was revised to address instability; the worn poly liner was exchanged. A distal femoral fracture was also observed. Patient was implanted with competitor devices in conjunction with the zimmer biomet devices. No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see 0001822565-2019-01168 0001822565 - 2019 - 02798. No device was returned. Radiograph review confirms a distal bone fracture as well as dislocation with patella elevation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address instability; the worn poly liner was exchanged. Review of the available records identified the following: there is a dislocation of the knee arthroplasty with the femur anterior and slightly lateral to the tibia. The patella is elevated. There is a slightly displaced periprosthetic fracture of the distal femur. No further information is available at the time of this reporting.